Event description:
During follow up, post-paced t-wave oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming. No intervention has been performed at this time. The device remains implanted and will continue to be monitored. The patient was stable.